Event description:
It was reported that the user experienced low blood glucose, initially around the 70s mg/dl and later 67 mg/dl, and self-treated with multiple doses of oral fast-acting carbohydrates including glucose tablets and soda, after which guidance was provided to treat with 10 g of fast-acting carbohydrates and recheck fingerstick glucose after 15 minutes to avoid overtreatment and glucose variability. Symptoms included hypoglycemia. Outcomes included return to glucose range (82 mg/dl) by the end of the call without need for emergency care. Investigation included troubleshooting and education regarding appropriate hypoglycemia treatment and avoidance of overtreatment that can cause glycemic fluctuation with pump use. Investigation of this case revealed user-related overtreatment of hypoglycemia with excessive carbohydrate intake, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user management of hypoglycemia and education provided on appropriate carbohydrate dosing.